Event description:
A report was received that the pt was explanted due to infection at the pocket site. The pt's symptoms included swelling and pus at the pocket site. The physician reported that he did not believe the infection was device or procedure related. After the procedure, the pt was reportedly doing well.